Event description:
The customer called to report that she visited the ER due to a pod that caused her to have high bg's (greater than 250mg/dl). She stated that every pod she places results in an alarm. Rather than removing the pods after the alarms, she silences them with a pin and continues to wear them. She was advised to remove and replace any pods that initiate an alarm. The subject pod will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.